Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufactured dates are unknown. Reported event of wire broke. Reported event of tip won't detach. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) with stone extraction procedure within the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure when attempting to remove a large stone, the stone got stuck in the basket. The tip did not detach from the basket, and the pullwire inside the catheter broke splitting the sheath. Another trapezoid rx basket was used to crush the stone and remove the first basket and successfully complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) with stone extraction procedure within the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure when attempting to remove a large stone, the stone got stuck in the basket. The tip did not detach from the basket, and the pullwire inside the catheter broke splitting the sheath. Another trapezoid rx basket was used to crush the stone and remove the first basket and successfully complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An visual examination of the returned device found that only the distal portion of the wire basket assembly was returned for analysis. The coil assembly was not returned. The tip was intact, the basket wires were even and undeformed. Pull-wire was found to have failed and broken at approximately 61.5 inches from the distal end of the crimp sleeve. The fractured end of pull wire was necked down and broken into "v" shape indicating that the wire had most likely sheared apart. Although it cannot be determined precisely how the handle cannula failed, user technique, tortuous anatomy, stone size, and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable.